Event description:
It was reported there was a catheter issue causing underdose symptoms. The patient¿s spasticity was not responding to therapy. The catheter was aspirated and was within normal limits. A dye study was planned, but had not yet been scheduled. The cause of the issue was unknown. They were unable to obtain the patient¿s status at the time of the report. The type of medication being delivered via the device system was baclofen. Additional information has been requested regarding the event¿s outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4) .

Event description:
The patient was seen in the clinic on (B)(6) 2014 for a pump refill. At that time, the patient's chief complaint was lower limb pain and spasticity. While the pump was running normally, the patient was still troubled by severe lower limb spasticity which interfered with sleep and daily function. If he had a few days in a row of good weather, his spasticity seemed to settle down. He also had recurrent urinary tract infections (utis) which likely worsened the spasticity and he did note some mild reduction of spasm with treatment of uti. A prior extensive workup failed to reveal the reason for the continued severe spasticity despite a high dose of intrathecal baclofen. His spasticity was quite bad at the visit. He rated his pain an 8/10; his average was 7/10 with his best being 6/10 and worst 9/10. On examination, the patient had severe bilateral lower limb hip flexor, hip adductor, and knee flexor spasticity with clonus. The pump was interrogated and found to be functioning normally. The residual volume was withdrawn and found to be concordant with the expected volume (approximately 14.5 ml). The pump was refilled. Per the hcp (healthcare professional), the event was not attributed to the devices but rather attributed to suspected spinal stenosis. Now the theory was that the increase in de generative spinal disease had increased the patient's spasticity. The patient was given a back brace. The CT myelogram showed good flow of contrast. They were trying thoracic facet blocks. The patient outcome was reported as patient not recovered, symptoms/issue ongoing. The device system was also delivering clonidine.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# (B)(4), implanted: (B)(6) 1999, product type: catheter. Product ID neu_unknown_cath, serial# (B)(4), implanted: (B)(6) 1999, product type: catheter. (B)(4).